Manufacturer narrative:
Evaluation summary: the device was not returned for analysis however a photo was provided. Review of the image provided shows an irregular capsulorhexis at 9:00 o'clock, inferior opacities apparently located in the ant capsule, round opacities (which may be related to an inflammatory response or artifacts), and membrane-like haze which seems to extend from capsulorhexis. Investigation has been completed based on current information. A final root cause cannot be determined based on available information. (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device was not returned for analysis. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a physician reported a case of lens epithelial cell on growth in which the lens"melted" with the capsular bag. No additional information was received. The device was not returned for analysis.